Event description:
It was reported that the left ventricular (lv) lead was dislodged. Additionally, the lead experienced increased capture thresholds, decreased impedance, and decreased sensing. Dislodgement was confirmed via chest x-ray. The lead was explanted. No additional adverse patient effects were reported.